Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was the failure of the load cell. The archive data review indicated multiple ua07 errors around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering on, confirming the reported complaint. The load-sensing system detected a weight imbalance between the two load cells. The load cell characterization check revealed a failed load cell, which needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During device check after decontamination, the autopulse platform (sn (B)(6) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message upon powering on. The customer tried to clear the ua by lifting and resetting the lifeband, but the ua persisted. No patient involvement.